Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation; however, the attached video confirms the reported issue of no aspiration of phacoemulsification (phaco) tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Attached photos were reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The attached video confirms the report of no aspiration of phaco tip, however because a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that the phacoemulsification (phaco) tip was blocked and was not completely emulsified milky cataract and after changing the new phaco tip it was found that there was no suction during the cataract [without intraocular lens (iol) implant] surgery. The surgery was completed on same day. There was no patient harm. This report pertains to phacoemulsification tip involved in this reported event. The issue has been reported with 16 phacoemulsification tips.